Event description:
Physician informed distributor that a patient's automatic implantable cardioverter defibrillator (acid) system was exhibiting oversensing. The physician performed an invasive procedure to evaluate the system and found "no specific abnormalities other than oversensing". The physician elected to remove this lead and a model 4320 from service and implant a biopolar endocardial tined lead. The acid remains implanted. Removed from service 10/28/93.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.